Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an implantable collamer lens, in the patients right eye (od) in early (B)(6) 2019 and the surgery went well. The surgeon has reported angle closure despite large and clearly patent peripheral iridectomies. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.